Manufacturer narrative:
The device was returned to resmed and an evaluation and review of device data logs confirmed the complaint. The non-return valve (nrv) assembly was replaced and device software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf218) related to the main board. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf218) related to the main board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 218. Performance testing confirmed the reported failed to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 218 was a software upgrade issue and the root cause of the failed to complete its internal self-test was a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).